Manufacturer narrative:
The insulin pump was received with critical pump error open book and pump error 35 noted in alarm history due to moisture damage noted on the force sensor also, moisture damage was found on the electronic assembly, motor and vibrator motor. Unable to performed displacement, rewind, seating and basic occlusion due to critical pump error. The insulin pump had cracked keypad overlay at select button, cracked reservoir tube lip and scratched case.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4). The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the customer's insulin pump began alarming spontaneously. The patient's blood glucose at the time of incident was 17.3 mmol/l. The customer bumped into the wall without much force. The pump then alarmed with a critical pump error. The insulin pump will be returned for analysis and a replacement pump was shipped to the customer.